Event description:
The pt underwent anterior cruciate ligament reconstruction. This was followed by a postoperative infection. Pt has continued to drain purulent material from the tibial incision. Pt had obvious presence of the absorbable interference screw. It was felt that this foreign body required examination and possible debridement and pt presented to the operating room at this time. The screw was palpated and stressed with a curved blade hemostat and found to be tremendously loose. There was no continued fixation apparent from the screw, which had obviously backed out to a significant degree from its original position. A screwdriver was placed into the hexagonal screw head. There was grossly purulent material from the substance of the screw hole. It was then empirically obvious that the screw was providing no further purchase of the graft and there was no rationale for retention of this screw. It was removed very easily. The resulting hole in the tibia was lightly curetted and the plastic sheath was retrieved as well. The graft was examined and found to be fibrinous and almost nonexistent. There was certainly without question no evidence of structural integrity of the grafts. All fibrinous and necrotic debris was debrided. The bone edges were curetted. Compulsive irrigation with several thousands cc's of pulsavac irrigation with kantrex antibiotic was undertaken. Prior to the irrigation and debridement, the purulent and necrotic tissue was cultured. Once compulsive irrigation was undertaken the incision was lightly closed allowing for drainage. A sterile compressive dressing was applied. The pt was taken to the recovery room in stable condition with no operative complications.